Manufacturer narrative:
(B)(4). The returned ht70 ventilator was evaluated for the reported &quot;oxygen sensor error&quot; issue. The ventilator was cycled on normally and passed the power on selft test (post) however within two minutes the device experienced an oxygen sensor error. The oxygen sensor was replaced and the ventilator was allowed to run in normal ventilation for approximately 30 minutes without error.

Event description:
Covidien received information stating that there was a o2 sensor failure alarm on the ht70 plus ventilator. There was no reported patient involvement.